Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the middle connector of the stay safe connectors was leaking during a patient¿s treatment while in fill 1. The pd nurse reconnected the patient to the first stay safe connector, the one closest to the cycler. Once connected, the nurse stated that the cycler was giving a ¿patient line is blocked¿ message. The nurse reported that the patient had received this message multiple times throughout the night and this is the third setup for the night. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the liberty cycler set products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The review did not identify any lots shipped to this account within the selected time frame. Therefore, a records review could not be performed as no lots were identified. There is no probable cause for the customer complaint.